Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided of the head; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Review of medical records: the patient was revised due to instability. During the revision, a large fluid filled cavity full of old clot sitting at detached anterior glutei was identified. Attempted repair of anterior glutei. Liner and head were removed and replaced with a freedom cup and freedom head. Contributing factors; previous operative notes mention head rotated into a more superior position. X-ray image was provided; however this was not further reviewed as the image was not dated. Based on the operative notes/medical timeline, the complaint is confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item # unknown. Unknown 24/28 liner, lot # unknown; item # pmi158009. Custom acetabulum, lot # 562130; item # unknown. Unknown screws x6, lot # unknown; item # unknown. Unknown sts arcos stem 13x150, lot # unknown. G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent hip revision approximately 6 months post implantation due to instability which was possibly due to impingement of the liner. During the revision, a large fluid filled cavity full of old clot was found sitting at the detached anterior glutei. The head and liner were replaced, and the glutei were repaired without complications. Attempts have been made and additional information on the reported event is unavailable at this time.